Manufacturer narrative:
The factory has not yet received the device for eval and this complaint is still under investigation.

Event description:
The philips bench in (B)(6) reported that upon initial incoming testing, an error: 90000 failure, and the unit also failed the extended self tested, with a rom failure. There was no py involvement.